Event description:
Customer's reservoir was leaking behind the o-rings. The family member stated that were bubbles in the reservoir when she filled it this morning. She removed the bubbles and did not notice any leaks. The family member also stated that the customer had high blood glucose.